Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the italian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069078.

Event description:
The event occurred in italy during priming procedure of the hls set. No patient was involved. It was reported that pressure issues regarding p int occurred. The pressures were zeroed with free of liquids. No defect was seen on the hls set. The affected hls set was tested on another cardiohelp device and had the same problem. The cardiohelp device was excluded as fault. A new hls set was used with the first cardiohelp device for the planned patient treatment. There was no delay in treament. No harm to any person has been reported. As any pressure issue can lead to a pump stop during treatment, a report is required. Complaint ID# (B)(4).